Event description:
The unit failed to shock into a test load, when trying to manually defibrillate.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.